Event description:
Ous MDR - this lead was implanted in the patient with a mechanical valve on (B)(6) 2008. At implantation, the physician had difficulty in placing the lead due to the existing mechanical valve. After implantation, rv lead impedance had been stable, around 400 ohm. In (B)(6) 2011, the impedance changed to 350 ohm. From (B)(6) 2011, several inappropriate shocks were delivered. During a follow-up on (B)(6) 2011, the lead impedance was measured 140 ohm when the patient moved his arm. Subsequently, the physician decided to replace the crt-d device and the lead. Before the operation, measurement did not show any abnormalities. However, noise was confirmed around the yoke area when stress was applied at this location. Thus the physician was particularly concerned about the damage of the yoke. During lead explantation, the rv coil was damaged.